Event description:
The reporter stated the surgeon attempted to insert a 20.5 diopter aa4204vl silicone plate lens and the trailing haptic tore as the iol was pushed through the injector. There was no pt contact or injury. A same type lens was implanted. The current pt condition is good.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.